Manufacturer narrative:
A ge representative evaluated the system and reseated a microchip on the ffb board, reloaded software, and replaced the cooling fan. System operates as intended.

Event description:
Customer reported problems with the collimator, and the tube cooling fan is noisy. No patient injury was reported.